Manufacturer narrative:
The serial number is unknown, as the facility does not track which unit is used for a given procedure. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date cannot be determined. Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The reporting facility (prince of wales private hospital) has reported that multiple heater-cooler devices have been found to be contaminated with mycobacterium chimaera (see medwatch reports 9611109-2017-00114, 9611109-2017-00115 and 9611109-2017-00116 for details on the units). The facility does not track which unit is used for a given procedure, so it is unknown which of these devices was used during the patient's procedure. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a patient tested positive for mycobacterium chimaera infection after undergoing an aortic valve replacement procedure that utilized a heater-cooler system 3t.